Event description:
It was reported that morphine and csf were leaking. The pt was passed out for three days. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).